Manufacturer narrative:
Reported event: an event regarding disassociation involving an accolade stem was reported. The event was confirmed via evaluation of the returned devices. Method & results: -product evaluation and results: visual inspection: the device was returned for evaluation. Damages an scratches are visible along the body of the stem, damage/wear is visible on the stem trunnion. Material analysis: damage consistent with the loss of taper lock was observed on the head and stem of the returned devices. No further material analyses were performed. -clinician review: a review of medical records with a clinical consultant indicated the photograph of the femoral head and stem demonstrates dissociation of the head from the stem. The trunnion of the stem is remodeled with significant material loss on the distal superior aspect. Dissociation of the head from the femoral stem is confirmed. The root cause of the dissociation of the head from the femoral stem cannot be determined from the limited documentation provided. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to disassociation of the head from the stem. A review of medical records with a clinical consultant indicated the photograph of the femoral head and stem demonstrates dissociation of the head from the stem. The trunnion of the stem is remodeled with significant material loss on the distal superior aspect. Dissociation of the head from the femoral stem is confirmed. The root cause of the dissociation of the head from the femoral stem cannot be determined from the limited documentation provided. The head and stem were returned for evaluation. Damage consistent with the loss of taper lock was observed on the head and stem. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient presented with right hip pain on (B)(6) 2023 and had x-ray. Referred to orthopedics. Attended orthopedic outpatients the next day (was able to walk in) x-ray showed head appeared to have disassociated from trunnion. Past history of a fall approximately 12 months ago. Revision right total hip replacement done today (B)(6) 2024. Accolade tmzf stem, v40 lfit 36mm head and trident insert removed. New trident x3 insert implanted with competitor distal fitting stem.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient presented with right hip pain on 29/12/23 and had x-ray. Referred to orthopedics. Attended orthopedic outpatients the next day (was able to walk in) x-ray showed head appeared to have disassociated from trunnion. Past history of a fall approximately 12 months ago. Revision right total hip replacement done today (B)(6) 2024. Accolade tmzf stem, v40 lfit 36mm head and trident insert removed. New trident x3 insert implanted with competitor distal fitting stem.